Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that it was "not possible" to remove the stylet after positioning the lead. The issue was reportedly "because the lead tip was astringed and the contacts moved together." It was noted the hcp "did not replace the stylet before he implanted the lead and he did not manipulate the lead tip." The lead was explanted and replaced as a result of the event. The issue was reportedly not resolved with the explant of the lead. It was noted the lead had been implanted for subcutaneous peripheral nerve stimulation (spns). The patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.